Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on august 13, 2013. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer determined that the most likely cause for the report is as follows : 1) the emergency lamp lights up. It is inferred that the user failed to notice (or ignored) the cautious statements in the IFU and installed the lamp that was not approved by olympus, causing the indicated event." The legal manufacturer referred the user to the instruction manual that states ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."

Manufacturer narrative:
The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined.

Event description:
The service center was informed that the clv-190 goes into spare lamp, upon changing the main lamp. There was no of patient involvement reported.